Manufacturer narrative:
(B)(4). D6a: implant: unknown date in 2015. G2: foreign: canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a tmj arthroplasty on an unknown date. Subsequently, the patient is being considered for a custom product on an unknown day for an unknown reason. However, no intervention has been reported to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. D4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that a patient underwent a tmj arthroplasty on an unknown date. Subsequently, the patient underwent a revision due to pain on an unknown date. The surgeon noted the implants were not loose at the time of the revision. Attempts to gather additional information were made and no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. A3, b2, b5, d5, g3, h2, h6, h11. Information received does not change the root cause. Root cause remains unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.